Event description:
Iol was observed to have an "internal crack" in the device. The device, implanted in the left eye in 2003, was diagnosed in 2004 as "round bubble/opacification in iol". Visual acuity reported as 20/20, od. Prognosis stated as excellent.